Manufacturer narrative:
The customer reported "high temp" or that they were having issues with the analyzer overheating. Multiple follow-up attempts were made to determine if the customer meant they received a "high temp" message or if the analyzer was overheating. The customer did not respond to multiple follow-up attempts. This event will be reported in an abundance of caution. There were no allegations of patient/user harm. There were no allegations of incorrect results. Currently it is unknown whether or not the device may have malfunctioned, as the device was not returned. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported "high temp" or that they were having issues with the analyzer overheating. Multiple follow-up attempts were made to determine if the customer meant they received a "high temp" message or if the analyzer was overheating. The customer did not respond to multiple follow-up attempts. This event will be reported in an abundance of caution. There were no allegations of patient/user harm. There were no allegations of incorrect results.